Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tw1.25, (torque wrch hex drvr 1.25 mmd for tw20 & tw30 adv) for evaluation. Visual evaluation was performed; the driver has signs of use. The driver¿s tip was fractured. It was recorded in the evaluation that the ti-base/crown has the broken tip from driver stuck inside. The fractured piece could not be removed. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tw1.25 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental: functional: fracture¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error, excessive torque placed on tool. Therefore, based on the available information, a device malfunction did occur. The driver¿s tip was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported that the driver tip fractured inside the screw and the tibase had to be removed. No impact on the patient reported.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided a2: age at time of the event: unknown / not provided a3: gender: unknown / not provided a4: patient weight: unknown / not provided d4: additional device information: unknown / not provided e1: email address: unknown / not provided h4: device manufacturer date: unknown / not provided.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) broken screw, half is in the ti-base and the part with thread is outside, for evaluation. Visual evaluation / functional test was performed. The part from screw in the ti-base has the broken tip from screwdriver inside the screwhead. So we cannot see the screwhead, it is not possible to squeeze out this part of the screw. The part with the screw thread is outside. We see, the screw is different from screws sold by zimvie. We see the violet anodized surface which zimvie doesn`t produce. Dimentions are totaly different from zimvie products. The screw is produced by an other manufacturer. Based on the investigation and risk management file review as per rmf, the most likely root cause determined from the investigation was customer has taken the wrong screw. Therefore, based on the available information, a device malfunction did occur. Customer error, wrong screw. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.